Event description:
Healthcare professional reported right side "discomfort on arm movement" and "capsule patient with degree of contracture baker grade iii" and "rupture". Device was explanted.

Manufacturer narrative:
Continued e1 (phone no): (B)(6). Only device photos received. Device not yet received. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3, rupture.